Manufacturer narrative:
One 8.5f agilis steerable introducer sheath received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During atrial fibrillation procedure, there was a fluid leak through the sheath and the irrigation port. Stopcock was confirmed to be closed. Devie was exchanged and the procedure was completed with no patient consequences.